Event description:
The device was used during a laparoscopic spleen procedure. Reportedly, the bag torn prematurely at the perforated markings. Another device was used to finish the procedure. No pt injury was reported.